Manufacturer narrative:
Alleged failure: it was reported by sales rep (B)(6) that allegedly the 4.75 omega single anchor screw broke 1/3 into dialing it in. Reportedly during an open glute repair for a 69 yr old female. Allegedly we drilled and used the tap prior to insertion. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) user does not drill/tap pilot hole, 3) user does not go to laser line (incomplete tapping/drilling/awling), 4) use of incorrect drill size for associated screw, or 5) inadequate assessment of bone quality. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the screw broke during the procedure and remains in the patient. Note, the piece of the broken screw that remains in the patient is securely implanted.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the screw broke during the procedure and remains in the patient. Note, the piece of the broken screw that remains in the patient is securely implanted.